Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, scratched reservoir tube window and cracked reservoir tube near reservoir tube window. No moisture damage inside insulin pump noted.

Event description:
Customer reported that the act button on the insulin pump was not working. Customer stated that the insulin pump was dropped into some water but not fully submerged. Customer's blood glucose reading at the time of the call was 97 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.